Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, there were no issues following the procedure.

Event description:
It was reported following an app software update, the patient was unable to establish a connection between the ipg and external devices. Multiple troubleshooting attempts were unable to successfully resolve the issue. As such, the patient may undergo surgical intervention to address the issue.